Event description:
A complaint was reported by regarding communication difficulties between the implant and the external equipment. A boston scientific representative performed device evaluation and confirmed the problem. An explant surgery has been recommended.